Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial surgery? What was the date of the re-operation? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, circular echelon fired normally. Negative leak test. Leak after 24h-48h in the post-op. Unknown if the surgery was delayed. The procedure was completed successfully. The patient was treated on an outpatient basis with sponges. Good evolution.

Manufacturer narrative:
(B)(4). Date sent: 07/19/2021. Additional information received: it is unknown what type of grasper was being used. Distal transection was done with the contour. Intra-op leak test was negative. Patient age: 77; procedure: low anterior resection; lot/batch: u93n45; what was the date of the initial surgery? What was the date of the re-operation? N/a. What were the indications for surgery? Rectal cancer. What surgical procedure was performed? Low anterior resection lap. Did the patient receive any preoperative chemotherapy or radiation? Yes, chemotherapy and radiation. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? " second surgeon. Good experience with the device. More than 30 surgeries with the device." Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-high b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible tactile visual (green checkmark). Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? 2 (two complete revolutions). Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. Donuts are upright and complete. With no defects. Were there any issues noted with staple formation? No. Was a leak test performed? Yes. Test was performed with air. Test was negative for leaks. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 12 days. How was the leak identified? Rectal bleeding, crp levels, CT scan. What was observed at the site of the leak upon reoperation? N/a. How was the leak addressed? Minimally invasive treatment of anastomotic leak with endoscopically placed negative pressure sponge. What is the current patient status? Fine. At home.